Manufacturer narrative:
Qn#(B)(4)

Event description:
It was reported "during the central venous catheter placement process in the operating room, the flexible metal guidewire repeatedly bent as it was inserted, impeding its progress and thus preventing further placement. Therefore, an additional catheter had to be used. The procedure was prolonged, and several puncture attempts were required". There was no medical intervention required. The patient's current condition is reported as "deceased". It was reported the patient's death is unrelated to the device.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the central venous catheter placement process in the operating room, the flexible metal guidewire repeatedly bent as it was inserted, impeding its progress and thus preventing further placement. Therefore, an additional catheter had to be used. The procedure was prolonged, and several puncture attempts were required". There was no medical intervention required. The patient's current condition is reported as "deceased". It was reported the patient's death is unrelated to the device.